Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2013-01147. It was reported the patient has a knot in the center of his back that causes pain and his body locks up sometimes, especially after he lays down. The patient reported his body locks up whether stimulation is on or off. The patient is requesting to have his scs system removed.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-1147. Additional information received identified that due to the lead site issue, the patient has not used his system since 2013. The patient still desires to have the scs system explanted.